Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 were failed which caused the station to shut down when plugged in. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were failed which caused the station to shut down when plugged in. A field service engineer confirmed the customer reported the station screen was black. Fse disconnected the auxiliary drawer 4.1 and 4.2 pyxibus cable, after which the station powered back on. Using a meter, determined that the 4.2 drawer controller was defective and proceeded with replacement. Verified through diagnostics that the drawer functioned properly, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.